Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the stopper and pin had been missing. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported phenomenon could occurred due to an external force when attaching the device to the endoscope while the lock ring knob of the device was not fully rotated. The instruction for use describes "when loosening the endoscope lock knob, take care to ensure that this is not unscrewed too far, as it may damage the endoscope lock knob."